Event description:
The customer contact reported an unrequested bolus dose was delivered. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of morphine. No further programming parameters were provided. After an unspecified length of time, the patient reported the pump made the same sound as when a bolus dose is delivered; however, the patient had not pressed the patient pendant button. The nurse was called to the patient's room. During mobilization of the patient, the nurse noted that another unrequested bolus dose was delivered without the patient pendant button being pressed. There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service. During testing at the user facility utilizing the patient pendant that was not issued by hospira, the pump delivered an unrequested bolus dose after the patient pendant was bent at the closest connection to the pump. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.